Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the t2 of the fast-fix 360 curved was misfired altogether with t1 when t1 implant was deployed. The procedure was successfully completed using a back-up device, it is unknown if there was a surgical delay. No other complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4). The reported device was received for evaluation. A visual evaluation of the device showed the suture and both anchors were returned. The depth limiter button was in the default position. Both anchors were out of the deployment channel. Part of the suture was tucked into the depth gage tubing. The actuator tip was in the t1 position. A functional evaluation of the device the actuator tip functioned as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An evaluation of the customer provided images showed in the first image the device and paper carrier laying next to the s+n box with the batch number of the complaint on the label. Both t's are off the needle but still on the suture. The second image is a close up of the needle end of the device showing both t's off the needle and still on the suture. The suture appears to have the memory folds from being loaded on the needle. The root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time. Correction in h6 (health effect - impact code & component code).

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the device showed the suture and both anchors were returned. The depth limiter button was in the default position. Both anchors were out of the deployment channel. Part of the suture was tucked into the depth gage tubing. The actuator tip was in the t1 position. A functional evaluation of the device the actuator tip functioned as designed. An evaluation of the customer provided images showed in the first image the device and paper carrier laying next to the s+n box with the batch number of the complaint on the label. Both t's are off the needle but still on the suture. The second image is a close up of the needle end of the device showing both t's off the needle and still on the suture. The suture appears to have the memory folds from being loaded on the needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.